Manufacturer narrative:
D4, primary UDI number and h4, device MFR date: correction.

Event description:
It was reported that the pump started running; it gave an alarm code indicating that the patient-controlled epidural analgesia dose cord was stuck and needed to be released or removed. The unit was tried three times. On the second day it was run, a loss of power occurred during operation. There was no patient involvement and no patient harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were carried out. Upon visual inspection, missing battery cap was noted. Upon functional testing, motor test and upstream occlusion sensor test failed. Events history log (ehl) was reviewed. The reported event was confirmed through ehl. Fixed the gear for the motor. Performed extended run test. Full system calibration. Performed performance verification testing (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration.